Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing impedance, decreased sensing, and loss of capture were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and lead damage was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.